Manufacturer narrative:
UDI: (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure from normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the the battery oscillator device thrust disk had "too much play". During repair, it was determined that the battery casing could not be fully secured and the device rattled during operation, the motor was worn and had strong vibration. It was further determined that the device failed pretest for check saw blade coupling and check battery casing coupling. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2020 all available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.